Event description:
The customer states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. The customer was accidentally stuck with the protruding lancet. No medical treatment required. No action taken or treatment given based on the lancet device issue. No adverse event reported. New lancet device with lancets sent and return requested.